Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient stated for about a year, she has noticed the ins is not charging all the way. The patient clarified that charging up to 3/4 full doesn't take that long, but anything further than that doesn't charge; it doesn't charge more. The patient said if she can't charge past 50% then she'll be concerned, but right now it still works just fine, so she is not worried about it. No further complications were reported. No patient symptoms were reported.